Manufacturer narrative:
Correction: d4 (device serial number).

Event description:
A user facility biomedical technician (bmt) stated the hemodialysis (hd) machine rotor was coming apart and the white caps are shooting off on to the floor, making weird sounds in the machine and then tearing a hole in the blood lines. Upon follow-up, the bmt stated about halfway through the patient's treatment the blood pump rotor of the machine, a fresenius 2008t machine, serial number (B)(6), slit open the blood pump tubing and caused a blood leak to occur. The bmt stated the rotor sleeves were shooting off and tearing on the blood pump during a patient's hemodialysis treatment. The bmt was able to replace the blood pump rotor and the machine was placed back in service. The rotor was the original to the machine . The bmt also stated that a fresenius dialyzer and fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine, dialyzer or bloodline prior to the event. Per bmt treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was no longer available to be returned for manufacturer evaluation.

Event description:
A user facility biomedical technician (bmt) stated the hemodialysis (hd) machine rotor was coming apart and the white caps are shooting off on to the floor, making weird sounds in the machine and then tearing a hole in the blood lines. Upon follow-up, the bmt stated about halfway through the patient's treatment the blood pump rotor of the machine, a fresenius 2008t machine, serial number (B)(6), slit open the blood pump tubing and caused a blood leak to occur. The bmt stated the rotor sleeves were shooting off and tearing on the blood pump during a patient's hemodialysis treatment. The bmt was able to replace the blood pump rotor and the machine was placed back in service. The rotor was the original to the machine . The bmt also stated that a fresenius dialyzer and fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine, dialyzer or bloodline prior to the event. Per bmt treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the blood pump rotor was returned to the manufacturer for physical evaluation. The sample has a missing sleeve (guide sheave) on one of the front guide pins. The guide pin has signs of debris. One of the rear guide sleeve is loose and deformed, which can be easily removed from the guide pin. There is also a missing ball bearing and spring for the locking lever. The returned rotor was installed onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for two hours. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during testing. However, the faulty sleeve dislodged from the guide pin and was rubbing against the rotor housing, causing a loud thumping sound. The ¿blood pump failure¿ message did not occur during the test. The reported issue is not confirmed as it could not be duplicated during testing with the returned sample.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) stated the hemodialysis (hd) machine rotor was coming apart and the white caps are shooting off on to the floor, making weird sounds in the machine and then tearing a hole in the blood lines. Upon follow-up, the bmt stated about halfway through the patient's treatment the blood pump rotor of the machine, a fresenius 2008t machine, serial number (B)(6), slit open the blood pump tubing and caused a blood leak to occur. The bmt stated the rotor sleeves were shooting off and tearing on the blood pump during a patient's hemodialysis treatment. The bmt was able to replace the blood pump rotor and the machine was placed back in service. The rotor was the original to the machine . The bmt also stated that a fresenius dialyzer and fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine, dialyzer or bloodline prior to the event. Per bmt treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was no longer available to be returned for manufacturer evaluation.

Event description:
A user facility biomedical technician (bmt) stated the hemodialysis (hd) machine rotor was coming apart and the white caps are shooting off on to the floor, making weird sounds in the machine and then tearing a hole in the blood lines. Upon follow-up, the bmt stated about halfway through the patient's treatment the blood pump rotor of the machine, a fresenius 2008t machine, serial number (B)(6), slit open the blood pump tubing and caused a blood leak to occur. The bmt stated the rotor sleeves were shooting off and tearing on the blood pump during a patient's hemodialysis treatment. The bmt was able to replace the blood pump rotor and the machine was placed back in service. The rotor was the original to the machine. The bmt also stated that a fresenius dialyzer and fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine, dialyzer or bloodline prior to the event. Per bmt treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the information provided by the customer the reported issue has been confirmed.